Event description:
It was reported that the patient had device implanted on 2013-(B)(6), but the therapeutic effect was poor. The patient was currently hospitalized and would like to have the company representative contact them to help resolve the issue. The patient outcome was noted as unknown.

Manufacturer narrative:
(B)(4).